Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted 3013450937-2023-00308, 3013450937-2023-00309, 3013450937-2023-00310.

Event description:
Surgeon revised the tibial side of eleos hinge knee due to loosening of the tibial baseplate on (B)(6) 2023. Replaced base plate, poly spacer, hinge component, axial pin, stem extension and set screw.